Event description:
Report received from the USA stating the "fan comes on immediately and is noisy, also console port 1 is not recognizing footpedal" the device was being used during a procedure. No patient or user injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device was received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).